Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6)2022, a break was found at the extension tube of the catheter connector. Reportedly, the nurse installed an external plate clamp, so it seems that there was a break due to tightening. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter . The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel or scissors. The returned product sample was evaluated and a split was observed in thre red-luered extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On may 26, 2022, a break was found at the extension tube of the catheter connector. Reportedly, the nurse installed an external plate clamp, so it seems that there was a break due to tightening. There was no reported patient injury.